Event description:
During a case, the doctor engaged the isoflorane vaporizer and noted that the monitor was displaying halothane. The doctor switched to a different vaporizer to complete the case. No pt injury.